Manufacturer narrative:
Investigation summary: bd received 1 sample shelf pack tray, 6 sample tubes, and 6 photos from the customer in support of this complaint. A visual examination of the shelf pack tray, tubes, and photos was performed and revealed ink on the hemogard closure, tubes, and shelf pack tray. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd determined the root cause to be attributed to the manufacturing process however, the exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with an unspecified amount of bd vacutainer® edta 2k foreign matter was discovered in cap and tube. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that a gray fm was adhering to the cap and the surface of tubes.